Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022. The surgeon left the originally implanted pump's apical cuff, replaced the pump and did an in-line graft to graft anastomosis. The territory manager observed the first pump being put on the cuff. There was only one attachment engagement attempted and the procedure was deemed completed. It was reported later that night that there was bleeding. It was unclear whether the locking mechanism had engaged correctly so the surgeon went back to the or, took off the old apical cuff and replaced it with a new mini apical cuff. When the surgeon took the replacement pump off it came off very easily. As the new pump was being fit on the new mini apical cuff, engagement was unable to be completed. It was unconfirmed whether or not the first pump was engaged other than troubleshooting some pressure issues in the operating room. The surgeon put the pump quickly in the pocket area, and the perfusionist mentioned that the lock disengaged very easily when taking the pump back out. It was also unknown if tools were used to open the lock but it was known that the first lock was tested a couple of times with the extra apical cuff on the table. The perfusionist mentioned using a tool a couple of times but all of a sudden it did not fully engage again. It was then tried on the patient a couple of times with no luck. The pump was even shut on and off quickly. Other cuffs were tested multiple times as they did not have the correct tool. The locking pin on the pump was bent. It appeared that the damaged locking mechanism may have either been an out of box issue or during re-op from bleeding, but it is unknown. The surgeon tried fixing the pin but could not get proper engagement. The pump was then discarded. A second new pump was opened for use. When the second pump was put onto the mini cuff, the initial apical cuff was removed and then sewed onto the mini cuff. The surgeon was working on minimizing the scaffolded tissue away from the apical cuff's metal ring. It was blocking the pump from getting a good seat and engagement. A couple of sutures were used, the surgeon did not force the lock, the yellow was able to be buried, and the locking mechanism eventually engaged.

Manufacturer narrative:
Related manufacturer report number: 2916596-2022-12625 reports the details leading up to the original pump exchange ((B)(6) to (B)(6)) on (B)(6)2022. Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock that would have contributed to the reported difficulty engaging the pump to the apical cuff after the device was temporarily removed. A direct correlation between (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the cuff lock engaged despite having no apical cuff in place. Upon closer inspection, the cuff lock had been pushed in, such that the latch arm pin went beyond the slot of the cuff lock cover. Pulling the cuff lock slightly open so that the latch arm pin was properly in the cover slot caused the yellow indicators to become visible. Upon disassembly, visual inspection of the cuff lock revealed that the latch arm was bent up and toward the main body of the lock. Additionally, both locking arms were bent out wide. Inspection of the returned components also revealed markings on both sides of the latch arm, consistent with tool use. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and cuff lock arms, found no deviations in manufacturing or quality assurance specifications. The cuff lock assembly was reassembled, and engagement testing was performed using test standard and mini¿apical cuffs. The cuff lock was able to engage easily despite the pin of the latch arm not aligning with the slot of the cuff lock cover. The cuff lock was pulled slightly open, so the latch arm pin was in the cover slot which once again caused the yellow indicators to become visible; however, each apical cuff remained properly attached and rotated with the appropriate amount of resistance. The evaluation was unable to determine exactly when or how the cuff lock latch arm and locking arms became bent; however, it was reported that due to the engagement difficulties during the reimplant of (B)(6), the surgeon attempted to engage the cuff lock with other apical cuffs multiple times without the use of proper tools. It was at this time that the damage to the cuff lock was observed. The surgeon reportedly tried to fix the damaged cuff lock before ultimately exchanging the pump. The marks on each side of the latch arm, the deformation of the latch and locking arms, and the report of the surgeon attempting to engage other apical cuffs multiple times without the proper tools, appear consistent with the cuff lock being deformed during the attempts to reimplant (B)(6). The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the reported reimplant attempts for (B)(6) on (B)(6) 2022. These files appeared to show the device functioning as intended for the duration that it was powered. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.